Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning, care and maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) singapore that during service and evaluation, it was discovered that the trigger / slider was broken and the lower trigger was jammed on the battery handpiece device. It was further determined that the device was not running at all, looked to have been excessively used and had a discolored front plate. It was noted in the service order that the device had a lower trigger failure (too tight) and a severe noise coming out of the motor. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.